Event description:
The account alleged that the bed will not go into trendelenburg.

Manufacturer narrative:
The account found the blue wire at the trend switch was open. The account repaired the wire to repair the bed.